Event description:
During angioplasty and stent placement of right renal artery, a cook pursuit balloon ruptured under 4 atm's. A second stent was being placed in the same artery; this balloon also ruptured under 3 atm's. No adverse pt outcome. Rated burst pressure: 15 atm's.